Event description:
Nurse was attempting to test for fetal membrane rupture using amnisure test kit. Vial should have contained solvent was empty. Nurse obtained another amnisure test kit from the same box as first kit (lot number the same) and successfully completed test. There was slight delay in testing.====================== manufacturer response for fetal membrane rupture test kit, amnisure======================filed complaint by telephone; company acknowledged that this issue has arisen from time to time. They are in process of implementing a change to a different vial that will provide better seal.============== reporter responses ======================reporter indicated the kit is individually packaged and sealed in a plastic bag. No moisture or moisture stains were noted. The user facility had a similar incident about two months ago. No visual discrepancies were noted on the vial. Manufacturer representative admitted to the user facility they are aware of the problem and they are working together with FDA on a new vial.